Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
On (B)(6) 2020 - patient reported that prometra ii 20 ml pump was explanted due to unknown reasons. No further information provided. 01/08/2020- during the follow up it was indicated that the patient who reported they do "not remember who or exactly when the pump was explanted - but thinks it has been almost 3 years". It was additionally reported that the pump was explanted due to infection.

Manufacturer narrative:
B5- additional information. D4- added lot #. D4- corrected UDI. There is no alleged pump malfunction and no further information is available. A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformities, issues or capas associated with pump function. Internal complaint number: complaint- (B)(4).

Event description:
Upon follow-up, the reason for the explant was reported to be infection. Further follow up indicated that the source of infection could not be found and the rep has indicated that the pump was never directly blamed for the infection. Patient is unable to provide the name of the explanting physician. The pump was not returned for investigation, and no allegation of malfunction has been received.